Event description:
The patient reported that the pump keypad buttons are responding very intermittently. The patient reportedly wore the pump in a case in her pocket and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.